Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the hermetic lumbar catheter, open tip (B)(6) was implanted in a patient and after 2 days, the user noticed that the catheter was torn and there was disintegration of the catheter cover. The catheter was recovered without any problem. No patient injury has been reported.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The hermetic lumbar catheter, open tip (nl8508330) was returned for evaluation: device history record (DHR): the DHR was reviewed and no anomalies was observed during its manufacturing, packaging, and inspection process that could be related to the reported condition. Failure analysis: the returned catheter was visually inspected, and it was found that the tip was complete. The catheter has a slanted open tip and 3 holes just as shown in the drawing of "shunt, lumbar peritoneal and lumbar drainage catheter". This catheter has no ¿catheter cover¿ since it is an open-end/open-tip catheter. Therefore, the catheter was not torn and there is no "catheter cover" to disintegrate. Therefore, the reported condition is unconfirmed since the returned device has no defects and per design it has the slanted open tip. Root cause: the complaint is considered unconfirmed since the device is as manufactured. Notwithstanding, it appears that the user thought to have used a closed-end catheter which would have a black plug or cover¿ at the tip (proximal to patient) of catheter. No CAPA escalation is necessary since the returned device has no defects and per design it has a slanted open tip, the catheter tip was not torn, and it does not have a cover to disintegrate. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.